Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 146 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer also stated that the screen on the lcd of the insulin pump is blank. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to broken solder joint at the interface board. The device was received with cracked case at display window corners and battery tube threads, and minor scratched display window.